Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Knee pain is worse [arthralgia]. Case description: spontaneous report was received on (B)(6) 2011 from a pt designee regarding (B)(6) female pt, initials (B)(6), with a history of osteoarthritis and previous synvisc treatment, who experienced knee pain after starting synvisc. The pt designee reported that the pt received a series of three synvisc injections into each knee in 2009 (date not provided). The pt designee reported that the pt's knee pain was worse since than before starting synvisc. The pt required treatment for her symptoms. The pt underwent knee replacement surgery two years ago (date not provided). The product lot number was not reported. At the time of this report the outcome of the pt was unk. Additional info was received on (B)(6) 2011 in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.